Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that there was no error codes were documented. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; during an additional stress test of the touchscreen functionality, the touchscreen became unresponsive. Field observation of unresponsive touchscreen confirmed. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design related.

Event description:
It was reported that the programmer touchscreen was not responding. No patient involvement was reported. The programmer was return and analyzed. The programmer was returned and investigated. The tgz files were extracted and analyzed, where no error codes were documented. Based on the analysis of the returned product which was found to be consistent with CAPA-00006695, that is evidence of an unresponsive touchscreen. The CAPA investigation deemed this a design failure.